Manufacturer narrative:
The power board was not replaced as a precaution as originally stated in the initial medwatch report. The customer had requested that the ventilator be returned to them unrepaired.

Event description:
It was reported that the ventilator alarmed while connected to a patient. The patient's parents reported the patient desaturated and the patient was placed on a back-up ventilator; 911 was called and the patient was taken to the emergency room and then discharged back home again. No patient harm reported.